Manufacturer narrative:
Per RMA a replacement camera was sent to site for replacement. Upon evaluation of returned camera, the passive tracking was reduced to less than 5 feet after warm up. The psu failed an aak test at .85mm along with high line separation of 3.16mm. The psu is out of calibration.

Event description:
Site reported having intermittent tracking on both their head frame and instruments when in the center of the tracking volume. The site brought the camera within 2 feet of the frame and achieved green status. As the camera moved back, they noted that it reverted to red/green status. They cleaned the lenses on the camera, but there was no effect, and then tried new spheres. Site also mentioned that the tracking had gotten worse as the system warmed up. This event did not occur during surgery and no pt was present.